Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint. The instrument was found to have the grip open ring dislodged at the proximal end. The set screw was still installed in the grip ring. The instrument was placed on an in-house system and passed engagement and recognition tests. However, the jaws did not open upon attempted actuation. This was attributed to a dislodged grip ring, which affected the operation of the instrument¿s jaws. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The jaws failed to open properly as a result of the dislodged grip ring at the proximal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend would not open or shut. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: customer stated they had to get a new disposable vessel sealer as soon as he attempted to use it intraoperatively. Customer used another instrument to pry open the jaws. The instrument was not stuck on tissue when the issue occurred. No adverse effect to the tissue. No unexpected tissue removal. No bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.